Event description:
During a robotic procedure, the first assist introduced the ethicon 45 endoscopic stapler for appendectomy. The device made a crunching noise upon closing the jaws and would not staple. The jaws released without difficulty. The stapler was reloaded and an attempt to use again was made. The stapler would close the jaws but would not fire the staples. When trying to open the jaws the second time the stapler would not immediately release and several attempts were made to open it. After a few minutes the stapler did open and release the tissue.